Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one photo. The initial visual inspection of the photo by the pmv investigator noted that it depicted a small segment of a clear, barbed suture on a gauze pad; some unidentified residue was observed on one of the barbs on the suture indicating that it was most likely used in a procedure. If the suture is handled roughly or an instrument is applied to the suture strand the structural integrity of the strand may be compromised, resulting in fraying and reduced tensile strength. It is recommended that the suture be grasped by the needle body. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information is not known and has been requested of the account without any response as of yet. Should additional information become available, the record will be updated with the new information. For product implant and explant date have been left blank despite being reported that the removal took place exactly 4 weeks postoperatively, due to the fact that it is unclear as to if the (B)(6) 2016 date was the date of the original surgery or the date of removal. Lot #, expiration date and device manufacture date are blank as the user account has provided these details are not available.

Event description:
According to the reporter; exactly four weeks postoperatively from an abdominoplasty, the wound opened spontaneously and changed inflammation. At site of inflammation the surgeon removed the device. Parts of the vloc fathom were rejected and could be removed. The device will not be returned as it was destroyed by the account. There was no addition blood loss, extension of incision, no change of the procedure type, and no loss of or damage to tissue.